Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04554. It was reported that the burr became stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.15mm rotalink¿ plus and rotawire¿ were selected for use. During procedure, after a non bsc guidewire was passed through the target lesion, the rotawire¿ was placed into the rca. The 2.15mm burr was then inserted and advanced; however, it failed to cross the lesion. The physician exchanged the burr with a smaller size and was used successfully to treat the lesion. The 2.15mm rotalink¿ plus was then advanced again but still failed to cross the lesion. When the device was withdrawn, resistance was encountered and the burr became stuck on the wire. The physician then removed it as a system and was not able to separate wire and the burr outside the patient¿s body. A non bsc balloon catheter was used to dilate the target lesion and the procedure was completed successfully. No patient complications were reported.